Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the screen was unresponsive. It was noted that the display intimately did not select and a small physical chip was found in the display. It was further noted that the handle cover was peeling loose. The computer platform was replaced. The software was updated and reloaded. The programmer then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not respond to stylus or finger touch and it could not be operated. There was no patient involvement.